Event description:
Home pt (hp) reports air in pt line of homechoice set, noted after receiving "check pt line" alarm in fill 1/5 of automated peritoneal dialysis treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. Hp reports no pt injury or medical intervention required as a result of incident.